Event description:
It was reported that a new cartridge could not be loaded on to the pump. Reportedly, the customer was missing rubber rings behind the pneumatic tap and black fluid would get on the customer's hands when attempting to change the cartridge. There was no reported impact to customer's blood glucose. The pump was replaced to address the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.